Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The procedure occurred without complications, however there were difficulties with imaging. Two clips were implanted reducing mr to 1-2. The next day, a routine follow-up echocardiogram was performed. It was discovered that one clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/ slda) and mr was moderate.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and based on the information provided the reported image resolution poor and single leaflet device attachment per the physician may have been due to the poor echo images during the procedure because of patient´s anatomy. Therefore, the image resolution poor and slda appear to be related to patient and procedural conditions. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The procedure occurred without complications, however there were difficulties with imaging. Two clips were implanted reducing mr to 1-2. The next day, a routine follow-up echocardiogram was performed. It was discovered that one clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/ slda) and mr was moderate.